Manufacturer narrative:
(B)(4).

Event description:
It was reported that during explant procedure due to unrelated reason, the right ventricular lead passive tine was detached. The passive tine was left in the body.